Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a broken trifuse extension set without any additional details. There is no report of leaking or patient harm.

Manufacturer narrative:
Correction on initial report: (disregard file) this file was determined to be a duplicate and all event information is now contained in manufacturer report number: 9616066-2016-00961.